Manufacturer narrative:
Evaluation method: the patient's lifevest has not been returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a round, red, burn mark under her front left electrode. The patient mentioned she thought the irritation was due to excessive sweating, as the electrode would stick to her skin. The patient applied a lotion that was recommended by her nurse. Follow-up indicated that the irritation had improved.